Event description:
Information was received that reported a patient was hospitalized in 2009, due to an incident of hyperglycemia. It was reported that the patient's site became detached from his body. He became ill and was brought to the hospital. He was admitted with a blood glucose of 500 mg/dl. He was treated with insulin injections. The reporter stated the set was placed at the patient's underwear line and his underwear may have rubbed his set off. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the manufacture for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.